Event description:
This was a diagnostic case. The initial access puncture was satisfactory. The procedure proceeded as planned until after the heel was deployed. Although the physician indicated that it did not feel as expected when traction was applied on the device, the procedure was able to be completed with placement of a 5f sheath. The sheath was later pulled without issue. Bleeding stopped after 5 minutes; however, pressure was held for 15 minutes per the physician's request. The physician ordered 4 hour of bed rest. The patient sat up to 45 degrees in two hours. When she was put ona bed pan to void, a large irregular shaped hematoma formed. Pressure was held for 30 minutes. The bleeding stopped, but the hematoma remained, although soft. An ultrasound revealed a 2cm by 2cm hematoma that extended around the patient's buttocks. The patient was admitted. Overnight, the access site bled and was treated with a femostop. The patient was discharged the next day. When the patient returned for follow-up, an ultrasound revealed a pseudoaneurysm, which was resolved via thrombin injection. Treatment was administered by a vascular surgeon at (B)(6) on (B)(6) 2014. The patient recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specifications. The root cause, based on available information, is unknown as it cannot be definitively determined.